Event description:
It was reported that the subject device experienced a foreign material in the biopsy channel during service/ maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; d9; g1; g3; h2; h3; h4; h6 and h11. Corrected field: e1. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was culture tested positive by the customer. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus, therefore the user request was confirmed. After additional decontamination, the device was tested positive again. After the replacement of contaminated components (all channels and metal spare parts (sc-case, ks-mouthpiece and k-mount) the device was tested positive again. After an additional decontamination, the device was tested negative, and he results conformed to the regulation's recommendation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.